Manufacturer narrative:
510k: this report is for an unknown 2.0mm plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient complained of irritation from a 2.0mm plate that was implanted in the foot on an unknown date. X-rays taken on (B)(6) 2016 showed the plate had broken in the middle. Patient underwent removal surgery on (B)(6) 2016. The surgeon was able to easily retrieve both pieces of the plate where the plate had broken in half. An unknown number of screws were easily removed. There were no reported issues with the screws. It is unknown if the patient achieved healing/union. There was no surgical delay and additional medical intervention was not required. Routine x-rays were taken intra-operatively as standard for the procedure. The patient was not revised to any additional hardware. The procedure was completed successfully and the patient status was reported as stable. Concomitant devices reported: screws (part unknown, lot unknown, quantity unknown). This report is for an unknown 2.0mm plate. This is report 1 of 1 for (B)(4).